Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure - location of device: sideways/ malposition of essure device location of device: outside fallopian tube and left uterine cornua'), premature delivery ('premature delivery') and pregnancy with contraceptive device ('pregnancy (with complications), I got pregnant just months after placement') in a 24-year-old female patient who had essure (batch no. 627430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, tubal ligation, multigravida and parity 3 ((B)(6) 2003, (B)(6) 2006, (B)(6) 2008). Concomitant products included celecoxib (celexa). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced pelvic pain ("pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced depression ("depression"). On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), nausea ("nausea"), infection ("infection (other)"), abdominal pain ("abdominal pain/right side of abdomen") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. On (B)(6) 2010, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, premature delivery, pelvic pain, urinary tract infection, cystitis, vaginal infection, female sexual dysfunction, depression, migraine, nausea, dyspareunia, vaginal discharge, fatigue, infection, abdominal pain lower and dysmenorrhoea outcome was unknown, the weight increased and abdominal pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, abdominal pain lower, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: this case is linked to child case (B)(4), complication during pregnancy/ delivery: dilated to 5 at early stage. Discrepancy in insertion date- (B)(6) t2008 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Ultrasound scan vagina - in (B)(6) 2009: clear-blocked. Essure was blocked. Most recent follow-up information incorporated above includes: on 21-nov-2019: patient demographics were added. On (B)(6) 2008, she implanted essure (previously reported as (B)(6) 2008). On (B)(6) 2019, she explanted essure (previously reported as (B)(6) 2019). Added events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping). Updated reported event term device dislocation, outcome and onset date of events. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5084373) on 13-dec-2018. The most recent information was received on 06-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure - location of device: sideways/ malposition of essure device location of device: outside fallopian tube and left uterine cornua'), premature delivery ('premature delivery') and pregnancy with contraceptive device ('pregnancy (with complications), I got pregnant just months after placement') in a 24-year-old female patient who had essure (batch no. 627430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, tubal ligation, multigravida and parity 3 ((B)(6) 2003, (B)(6) 2006, (B)(6) 2008). Concomitant products included celecoxib (celexa). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced pelvic pain ("pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced depression ("depression"). On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), nausea ("nausea"), infection ("infection (other)"), abdominal pain ("abdominal pain/right side of abdomen") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. On (B)(6) 2010, the pregnancy with contraceptive device had resolved. At the time of the report, the device expulsion, premature delivery, pelvic pain, urinary tract infection, cystitis, vaginal infection, female sexual dysfunction, depression, migraine, nausea, dyspareunia, vaginal discharge, fatigue, infection, abdominal pain lower and dysmenorrhoea outcome was unknown, the weight increased and abdominal pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, abdominal pain lower, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: this case is linked to child case (B)(4), complication during pregnancy/ delivery: dilated to 5 at early stage. Discrepancy in insertion date-(B)(6) 2008 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Ultrasound scan vagina - in (B)(6) 2009: clear-blocked. Essure was blocked. Lot number: 627430, manufacture date: 2008-06, expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5084373) on 13-dec-2018. The most recent information was received on 23-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure - location of device: sideways'), pregnancy with contraceptive device ('pregnancy (with complications), I got pregnant just months after placement') and premature delivery ('premature delivery') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, tubal ligation, multigravida and parity 3 (B)(6) 2003, (B)(6) 2006, (B)(6) 2008). Concomitant products included celecoxib (celexa). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), infection ("infection (other)"), abdominal pain ("abdominal pain/right side of abdomen") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. On (B)(6) 2010, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, premature delivery, pelvic pain, urinary tract infection, cystitis, vaginal infection, female sexual dysfunction, depression, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, infection and abdominal pain lower outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4). The reporter considered abdominal pain, abdominal pain lower, cystitis, depression, device dislocation, dyspareunia, fatigue, female sexual dysfunction, infection, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: this case is linked to child case (B)(4), complication during pregnancy/ delivery: dilated to 5 at early stage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Ultrasound scan vagina - in (B)(6) 2009: clear-blocked. Essure was blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: this record was detected to be a duplicate to case # (B)(4) (medwatch 3500a MFR number 2951250-2019-01076) from which all information was transferred to this case (B)(4). Then duplicate record (B)(4) will be deleted. New: reporter health auhority maude was added ref. No. Mw5084373. Concomitant drug was added: celexa. One event was aded: "abdominal pain lower" (cramping). Event term as reported was amended with "I got pregnant just months after placement", start date (B)(6) 2010 was changed stop state (reported already previously as date of delivery). Incident : no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5084373) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure - location of device: sideways'), premature delivery ('premature delivery') and pregnancy with contraceptive device ('pregnancy (with complications), I got pregnant just months after placement') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, tubal ligation, multigravida and parity 3 ((B)(6) 2003, (B)(6) 2006, (B)(6) 2008). Concomitant products included celecoxib (celexa). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. In january 2010, the patient experienced depression ("depression"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), infection ("infection (other)"), abdominal pain ("abdominal pain/right side of abdomen") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. On (B)(6) 2010, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, premature delivery, pelvic pain, urinary tract infection, cystitis, vaginal infection, female sexual dysfunction, depression, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, infection and abdominal pain lower outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer ag-2019-135547). The reporter considered abdominal pain, abdominal pain lower, cystitis, depression, device dislocation, dyspareunia, fatigue, female sexual dysfunction, infection, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: this case is linked to child case 2019-135547, complication during pregnancy/ delivery: dilated to 5 at early stage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Ultrasound scan vagina - in february 2009: clear-blocked. Essure was blocked. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident : no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: sideways'), pregnancy with contraceptive device ('pregnancy (with complications)') and premature delivery ('premature delivery') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, tubal ligation, multigravida and parity 3 ((B)(6) 2003, (B)(6) 2006, (B)(6) 2008). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced premature delivery (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), infection ("infection (other)") and abdominal pain ("abdominal pain/right side of abdomen") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device, premature delivery, pelvic pain, urinary tract infection, cystitis, vaginal infection, female sexual dysfunction, depression, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight increased and infection outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, cystitis, depression, device dislocation, dyspareunia, fatigue, female sexual dysfunction, infection, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: this case is linked to child case (B)(4), complication during pregnancy/ delivery: dilated to 5 at early stage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Ultrasound scan vagina - in (B)(6) 2009: clear-blocked. Essure was blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received. Reporter information were added and updated. Date of removal were added. This case become incident. Event : pregnancy (with complications), device ineffective, premature delivery, infection (bladder/ urinary tract/vaginal) type:, apareunia (inability to have sexual intercourse), depression, malposition of essure device location of device: sideways, migraines / headaches, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, infection (other), abdominal pain/right side of abdomen were added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.